Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of tube pln plh 13x100 6.0 plblce md/bl experienced shield/cap/stopper as a different color/shade/faded and a mix of product types in a pack. Product defects were noted prior to use. The following information was provided by the initial reporter: one green tube in the pack.

Manufacturer narrative:
The following information has been updated: d.1. Medical device brand name: bd vacutainer® cat plus blood collection tubes. B.5. Describe event or problem: it was reported that an unspecified number of bd vacutainer® cat plus blood collection tubes experienced shield/cap/stopper as a different color/shade/faded and a mix of product types in a pack. Product defects were noted prior to use. The following information was provided by the initial reporter: one green tube in the pack.

Event description:
It was reported that an unspecified number of bd vacutainer® cat plus blood collection tubes experienced shield/cap/stopper as a different color/shade/faded and a mix of product types in a pack. Product defects were noted prior to use. The following information was provided by the initial reporter: one green tube in the pack.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for mixed cap color with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 134494 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that an unspecified number of tube pln plh 13x100 6.0 plblce md/bl experienced shield/cap/stopper as a different color/shade/faded and a mix of product types in a pack. Product defects were noted prior to use. The following information was provided by the initial reporter: one green tube in the pack.